Event description:
It was reported that the balloon was slow to deflate during a transcatheter aortic valve implantation (tavi) procedure. There was no known impact or consequence to the patient; however, as slow deflation occurred while in the patient's heart, the risk to the patient is considered high.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The investigation is inconclusive as the sample was not returned. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.